Event description:
MRI interrupted due to patient's complaint of hearing sounds, pain, feeling like implant moved and nausea.

Manufacturer narrative:
Based on the available information and our trending we currently have no indication that the reported issue is the result of a manufacturing or quality deviation. Pain and sound sensations are known MRI complications associated with active transcutaneous hearing aid devices. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.